Event description:
According to the reporter: customer stated that the device was unable to fire during surgery. Pt involved w/o injury. Medical intervention was not required.

Manufacturer narrative:
(B)(4).